Event description:
Case reference number (B)(4) is a spontaneous report sent on 28-aug-2019 by a physician which refers to a female aged (B)(6). This case also contains additional information obtained on 03-sep-2019 from a nurse. The patient had no known medical history or allergies. Concomitant treatments included timolol [timolol] eye drops and thyroid medication (unspecified) [thyroid therapy] for an unknown indication. The patient had previously received treatment with voluma on (B)(6) 2018 to cheeks, restylane lyft lidocaine on (B)(6) 2018 to cheek and radiesse on (B)(6) 2014, (B)(6) 2014, (B)(6) 2015 and (B)(6) 2015 to cheeks. On (B)(6) 2019, the patient received treatment with 1 ml of restylane defyne (lot 16663) (0.6 ml to left and 0.4 ml to right) to perioral area, nasolabial fold, chin and corners of mouth with standard needle provided with kit and unknown injection technique. The patient also received 1 ml of restylane lyft with lidocaine (lot 16621), 0.5 ml to each side of cheeks with standard needle provided with kit and unknown injection technique on the same day. 96 days later, on (B)(6) 2019, the patient experienced bumps/lumps/firm nodules (implant site nodule) at perioral area, nasolabial fold, chin and corners of mouth (sites of restylane defyne injection). On (B)(6) 2019, the patient contacted the hcp who treated with kenalog 10 [triamcinolone acetonide] 60 mg intramuscular injection and 50 units of hylenex [hyaluronidase] injection the chin fold, left and right prejowl, area on each side between the marionette lines/nasolabial folds. On (B)(6) 2019, the patient followed up with the reporter and felt like she was worse and more swollen (implant site swelling) and reporter informed that there was no resolution at all. The patient was further treated with 2 units of kenalog 10 [triamcinolone acetonide] injections into two of the areas prejowl/sulk eye area each side, hydro dispersion with 2 cc of saline [sodium chloride] and 40 units of hylenex [hyaluronidase]. On (B)(6) 2019, 10 units of kenalog 10 were diluted with plain lidocaine [lidocaine] and injected. On an unknown date in (B)(6) 2019, 2 diluted units of kenalog was injected to right infraorbital area. On (B)(6) 2019, 3 diluted units of kenalog 10 was injected in pre-jowl area. Outcome at the time of the report: bumps/lumps/firm nodules was recovering/resolving. Swollen was not recovered/not resolved. Tracking list: v.0 initial v.1 fu received on (B)(6) 2019 by physician. Amount, needle type, concomitant and past treatments, event onset date, severity, outcome, reporter causality and corrective treatment details were updated. Case was upgraded to serious due to multiple medical interventions.